Manufacturer narrative:
The reported event, the housing opened during a procedure, was confirmed. Through functional and visual evaluation, the technician found that lever of the housing door would not lock properly. Upon disassembly, delrin ball in the locking mechanism of the housing was found degraded.

Event description:
It was reported that the aseptic housing opened up during a procedure and the battery fell on the patient. The procedure was completed with the same device without a clinically significant delay. Upon follow up, customer confirmed that the wound was deeply cleaned and there was no adverse consequences to the patient. No medical invention was reported for this event.

Event description:
It was reported that the aseptic housing opened up during a procedure and the battery fell on the patient. The procedure was completed with the same device without a clinically significant delay. Upon follow up, customer confirmed that the wound was deeply cleaned and there was no adverse consequences to the patient. No medical invention was reported for this event.

Event description:
It was reported that the aseptic housing opened up during a procedure and the battery fell on the patient. The procedure was completed with the same device without a clinically significant delay. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.